Event description:
The patient received her scs system consisting of an ipg and two percutaneous leads on (B) (6) 2008. It was reported that the following day the patient went to the emergency room where she was diagnosed with a subdural hematoma and was admitted to the hospital. It was reported that the patient was still in the hospital on (B) (6) 2009, when she suffered a heart attack and died. No devices were explanted from the patient, therefore, none were returned to ans for evaluation. Ans made numerous attempts to locate the physician's office for additional information, but was not successful.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in a response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.